Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high definition lcd monitor had no image. The issue occurred during installation of the device. Troubleshooting was performed identifying that the video cable was improperly connected. The video cable was connected from the video system center's component "out" port, to the monitor's video "in" port. The issue was resolved and the image had appeared. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be that the 'no image' issue occurred because the cable was not connected properly. Olympus will continue to monitor field performance for this device.